Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian femoral filter delivery system was returned for evaluation. The delivery system was returned connected to the introducer sheath at the hub. The filter was lodged inside the introducer sheath between the hub and the sheath body. The tuohy-borst was returned tight in place. The introducer sheath was returned cut approximately 13.5cm from the distal end. The sheath was also returned with black marks denoting the area in which the filter was lodged. Functional/performance evaluation: the tuohy-borst was loosened and the filter was pushed forward through the introducer sheath with no notable resistance. The filter deployed from the sheath with no issues. Upon closer visual inspection, no anomalies were noticed on the filter, introducer sheath, tight spline/pusher wire or the storage tube. In addition, the hub in which the filter was lodged in, was sliced open with a razor. Upon further visual and microscopic inspection, no anomalies were noticed on the inside surface. Heat was applied and the filter took the appropriate shape. The filter met all the required dimensional specifications. Medical records review/ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is confirmed for failure to advance as the filter was returned stuck in the introducer sheath. Based on the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the meridian vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Eval c method: microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment, the vena cava filter became stuck in the sheath and could not be deployed. Another vena cava filter was prepped and ready for deployment; however, the second vena cava filter became stuck in the delivery sheath during deployment. A third meridian filter was prepped and deployed successfully, with no further incident. There's no reported patient injury.